Manufacturer narrative:
Information indicates that one lead was not working. It is unclear which of the two leads was not working; manufacturer reports were sent on both leads. Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that one of the patient's lead wires had not been working since (B)(6) 2015. It was noted that a manufacturer representative was made aware of this issue at the healthcare professional's office in (B)(6) 2015. Additional information received from the manufacturer representative reported that the patient was seen (B)(6) 2015 for a routine visit. During device check, it was learned the patient's right lead was not working. The impedances were elevated (actual measurements were not available at the time of report). The manufacturer representative also reported that the lead was not part of the patient's normal programming. The lead was not programmed on or used because the other lead covered the patient's pain without issue. The consumer via the manufacturer representative reported that the patient was receiving effective stimulation. It was noted that the patient an appointment with the implanting surgeon for consultation on (B)(6) 2015; the manufacturer representative was not aware of any plans for replacement or revision at this time. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up re port will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information received reported that the device did not work inside of the patient and half of it was broken; half of the wires did not work. It was noted that this issue was determined after the patient was implanted. If additional information is received, a follow up report will be sent.